Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported pump alarmed occlusion and tubing ballooned, and returned one used sample of material 2420-0007, lot 24066830. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with saline, at 120 ml/hr for 30 minutes. The occlusion was unable to be verified, and the set ran without any issues. No other issues were found in the set. The complaint of ballooning/occlusion could not be verified. The root cause of the ballooning/occlusion could not be found without a replicated failure. Device history record review for model 2420-0007 lot number 24066830 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following verbatim it was reported by customer that IV tubing ballooned up between the blue clips for the IV pump within the soft tubing that inserts into the pump.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.